Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler couldn't turn on while on power up. The issue occurred for the first time tonight, patient was connected. The display was blank, there was no power outage or outlet issue. The power cord was securely plugged in. There was no sound when the ok and stop buttons were pressed. The patient switched the cycler on and there was no lights on the stop, ok and up/down keys. The fresenius technical support representative advised the patient the cycler would be replaced due to the can't turn on cycler issue. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment via manual exchanges the day after the reported event. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.